Event description:
It was reported that the patient experienced skin erosion where the leads connected to the implantable neurostimulator (ins). The battery had worked its way to the skin surface and the corner of the header was poking through the incision and exposed, though the ins was still working. The patient was scheduled for a pocket revision to move the ins to the other side of the body and bury it deeper. At the revision the hcp opened the incision, removed the exposed ins due to infection concerns (though the patient showed no signs of infection), and replaced the ins with a new one. The hcp used antibiotic wash, gave the patient oral antibiotics, and sent her home.

Manufacturer narrative:
Lead model 3093-28 lot# implanted: (B)(6) 2011 explanted: unknown programmer model 3037 serial# (B)(4).